Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
It was reported that when the tps handpiece cord was connected to the handpiece it ran without user activation. No further information is available.

Event description:
It was reported that when the tps handpiece cord was connected to the handpiece it ran without user activation. No further information is available.

Manufacturer narrative:
The cable was found to have worn wedges on the handpiece connector.